Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it was unknown if the reprocessing steps at the material residue point deviated from the instruction manual. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the annual inspection process. In addition to the foreign material found in the air/water tube, air/water cylinder, and the light guide lens, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the connecting tube was scratched and wrinkled; the adhesive around the objective lens had a crack; and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, foreign materials were found in the air/water tube, air/water cylinder and the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
In addition to the foreign material found during device evaluation, it was noted that there was a gap between the distal end and the server plug-in.

Manufacturer narrative:
This supplemental report is being submitted to provide an additional reportable event found during device evaluation (b5) and the results of the legal manufacturer¿s investigation. Based on the results of the investigation, it is likely that the gap was caused by the user during device handling and applying physical stress to the distal end. However, the specific root cause could not be determined at this time. The user may reduce/prevent occurrence of the event by handling the device according to the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."